Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's report of blood backed up in set and it leaked through a crack in the smartsite could not be confirmed because the set was not returned for evaluation.

Event description:
Customer reported blood backed up in the catheter and leaked through a crack in the smartsite. The IV set was connected to a 16 gauge IV catheter that was placed in the external jugular vein. There was no patient harm or medical intervention required. No further patient/event information was reported.